Manufacturer narrative:
Follow-up # 1 (04/14/2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a capacitor failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a capacitor failure. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that their one touch ultra mini meter does not power on. The patient mentioned that the alleged issue with the meter began approximately 3-4 days prior to contacting lfs. Due to the alleged issue, the patient did not take any action. Approximately one day later, the patient developed symptoms of feeling shaky, flushed and feeling light headed. The patient self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The patient was using the correct test strips. This was not the first time the product was being used. There was no misuse of the product and the meter powered on by pressing the power button/ product was replaced. The complaint is being reported since the patient alleged that due to the power issue, they were unable to test and later developed symptoms suggestive of a serious injury.